Event description:
A surgeon reports that the intraocular lens (iol) would not center correctly. Enlargement of the incision was required to accomodate removal and replacement of the lens. Additional information has been requested.